Event description:
It was reported to clinical affairs that a patient implanted with an edwards aortic bioprosthetic valve was diagnosed with aortic stenosis (mean gradient = 54mmhg) and mild aortic insufficiency eight (8) years after implant. Patient is being presented for inclusion in the clinical trial for implant of an edwards transcatheter aortic bioprosthetic valve within the existing subject valve (valve in valve). Procedure was completed with no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device (remains implanted), the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.